Manufacturer narrative:
Investigation summary: bd received 1200 customer return samples. The 1200 customer return samples along with 100 retention samples from bd inventory were visually inspected with no issues observed. Additionally 10 customer return sample sand 10 retain samples were functionally tested for draw volume and all tubes tested within specification requirements. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® urine analysis preservative tube, an unspecified number of tubes were drawing only to the minimum fill line. Samples needed to be recollected. There was no other health impact or consequences reported.